Event description:
"This event was discovered during a review of database reports. The patient experienced a dislocation on (B) (6) 2007. While seated, the patient bent forward in a non-recommended manner. The event was not device related but it was considered serious. It necessitated closed reduction under general anesthesia on (B) (6) 2007. It is considered resolved as of (B) (6) 2007.

Manufacturer narrative:
Manufacturing history record, packaging insert, complaint history review, review of medical records & x-rays by a clinical consultant. Evaluation summary: a clinical consultant reviewed all available records and concluded that "early post-operative dislocation before capsular reconstitution and occurring with hyperflexion is not unusual and unlikely to recur after closed reduction. This is not related to prosthetic design, manufacturing, or materials. The investigation concluded that the patient's failure to follow recommended post-operative instructions have caused the dislocation. The precautions section of the latest revision of product IFU states "physicians must instruct patients in the limitations of the prosthesis, including, but not limited to, the impact of excessive loading through patient weight or activity, and be taught to govern their activities accordingly". The device manufacturing history record indicates no reported discrepancies. The product experience reporting database shows that there have been no other reported events regarding the reported lots of devices.